Event description:
A report was received that the pt's ipg was explanted due to the pocket opening. The pt was given IV and oral antibiotics and was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.